Manufacturer narrative:
This report is submitted on november 8, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient developed a hematoma at the implant site and was administered oral and topical antibiotics. It was also reported that the patient experienced skin breakdown and subsequently the device was explanted on (B)(6) 2018. Reimplantation has been scheduled to take place after the implant site has healed.

Manufacturer narrative:
This report is filed on december 18, 2018.